Manufacturer narrative:
The patient will be revised at some point, however, the surgeon will use some type of posterior instrumentation, e.g. Lateral mass plates. The manufacturer's cervical plate will not be removed when the patient is revised. The surgeon stated that this is a very challenging case and that he had previously implanted another manufacturer's cervical plate (2-level) which was subsequently removed when the current 4-level cervical plate system was implanted.

Event description:
During a post-operative follow-up visit with the patient, the surgeon observed that the inferior portion of the cervical plate / collet had pulled completely off the bone, but the screws were still in the bone.